Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the subject device to a third party laboratory for microbiological testing. In the test, the biopsy channel and the air/water channel of the subject device tested positive for unspecified microbes (the number of microorganism in each sample is 2 cfu/ 100 ml). The result of the additional microbiological testing by a third party laboratory satisfied the (B)(6) guideline. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during four times of surveillance culturing conducted by the user facility, the microbes were detected as follows from the subject device. [First time] - endoscope: 6 cfu / 100ml (unspecified microbes). [Second time] - endoscope: 9 cfu / 100ml (unspecified microbes). [Third time] - endoscope: 5 cfu / 100ml (unspecified microbes). [4th time] - endoscope: 8 cfu / 100ml (unspecified microbes). The subject device had been reprocessed with an olympus automated endoscope reprocessor model etd-4 (not available in the USA) using peracetic acid. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".